Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no specific patient/donor information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained (B)(6) alinity s anti-hcv results while performing clinical study for the alinity s anti-hcv ii assay. Per the complaint text the anti-hcv assay was test of record and the anti-hcv ii assay was only used for the clinical study and not patient management. The following results were provided: sample ID (B)(6) : hcv assay ¿ (B)(6). Hcv ii assay (unapproved assay) ¿(B)(6) . Nat (B)(6) . Roche repeat (B)(6) . Sample ID(B)(6) : hcv assay ¿ (B)(6) : hcv ii assay (unapproved assay) ¿ (B)(6) . Nat (B)(6) . Roche repeat (B)(6) . Sample ID (B)(6): hcv assay - (B)(6) . Hcv ii assay (unapproved assay) - (B)(6) . Nat (B)(6) roche repeat (B)(6) . Sample ID (B)(6): hcv assay (B)(6) . Hcv ii assay (B)(6) .nat (B)(6) . Roche repeat (B)(6) . No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 24178be00. Trending report review for the alinity s anti-hcv assay determined that there are no related trends. A retained reagent kit of lot number 24178be00 was tested in a sensitivity setup, 112 replicates of two sensitivity panels (anti-hcv panel a (core only) and anti-hcv panel b (ns3 only) were tested. The sensitivity panels met specifications. No false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested. Alinity s anti-hcv reagent lot 24178be00 detected the same first bleed as reactive compared to historical results for alinity s anti-hcv. Further, additional replicates of the positive control were tested which all met specifications. Review of device history records did not identify any non-conformances, potential non-conformances or deviations. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity s anti-hcv assay was identified.